Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with dry heaving and had ketones. Blood glucose level at the time of the incident was 429 mg/dl, which was treated with a manual injection. The customer stated that the insulin pump's display was blank and he had to keep the battery cap partially tightened for it to return. The customer stated that if he tightened the battery cap all the way, the display would go blank again. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
No blank display anomaly or audio beep anomaly noted. The insulin pump passed self test. No damage found on the lcd isolation tape noted. No damaged noted on original battery cap; the battery cap tighten properly into reservoir tube. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.